Event description:
It was reported that the pulse generator exhibited inappropriate measured telemetry data. After a device software download, normal function resumed. The patient was reported to be in good condition before, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.